Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Based on the 21 pages of medical records information it appears that this (B)(6) female patient with a recent diagnosis of esrd on pd therapy, presented to a hospital on (B)(6) 2015 with distress and hypoxia. The patient was diagnosed with acute diastolic heart failure exacerbation secondary to fluid overload, left ventricular ejection fraction of 55-60% acute on chronic hypoxic respiratory failure due to secondary flash pulmonary edema, severe anemia of chronic disease, and non-st segment elevation myocardial infarction secondary to demand ischemia not a true coronary syndrome. Per the summary of hospitalization, the patient's symptoms were caused by volume overload due to ineffective peritoneal dialysis. On (B)(6) 2015, the patient was transfused one unit of packed red blood cells, and hemoglobin improved to 9.2 g/dl. During the admission, the patient's condition improved with diuresis and resumption of pd. On (B)(6) 2015, the patient was discharged from the hospital with a blood pressure of 135/62, respirations 16, heart rate 77, temperature 98.5, and pulse oxygen saturation of 96% on 2l/min of oxygen. The patient is a (B)(6) woman who started on pd less than a week before the events occurred. She was hospitalized and diagnosed with acute diastolic heart failure exacerbation secondary to fluid overload, and respiratory failure secondary to flash pulmonary edema. Non-compliance with peritoneal dialysis treatment is a plausible explanation for fluid overload. Congestive heart failure and pulmonary edema are among the potential consequences of fluid overload in pts with end-stage chronic renal failure.

Event description:
Medical records were provided by the patient's dialysis center. The patient was diagnosed with heart failure exacerbation secondary to fluid overload, acute diastolic heart failure exacerbation and acute chronic hypoxic respiratory failure due to secondary flash pulmonary edema possibly associated with ineffective peritoneal dialysis. A (B)(6) female patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) being carried through liberty cycler starting on an unknown date with unknown dose, frequency, and strength of delflex intraperitoneal route (ip). The patient's relevant medical history was unknown but includes an ostomy site. Concomitant medications included miralax. On (B)(6) 2015, the patient was admitted with hypoxia and distress, presumed by the hospital to be due to fluid overload related to ineffective dialysis. The patient improved with diuresis and resumption of dialysis in the hospital. While hospitalized, the patient also received 1 unit of packed red blood cells. The patient was discharged on (B)(6) 2015 in stable condition and as of this date, the patient continued pd therapy using delflex solutions.

Manufacturer narrative:
The post market surveillance staff is in the process of requesting medical records and treatment data regarding the reported hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's son reported the morning of (B)(6) 2015, the pd patient contacted him w/ trouble speaking due to shortness of breath. The patient had been able to complete pd treatments using her dialysis machine the previous two evenings. The pd pt was taken to the emergency room and was later transferred into the hospital. The pt's son reported the pd pt's registered nurse (rn), for additional info and revealed the pd pt was admitted on (B)(6) 2015 due to shortness of breath and fluid overload. The pdrn also confirmed the pt's son was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. Per pdrn, as of (B)(6) 2015 the patient was still hospitalized, and upon discharge, was expected to resume continous cycler-assisted peritoneal dialysis (ccpd) treatments w/the cycler. Medical records were requested.